Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device failed self test due to a low battery. The device was left in fault mode until (B)(6) 2010. More failed self tests are recorded on (B)(6) 2011. The pad-pak is then replaced and the device operates until (B)(6) 2011. Multiple events start to occur after this date which would indicate the device was switching itself on automatically. A new pad-pak was inserted on (B)(6) 2012 and two successful manual self tests are carried out before the pad-pak is removed. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.